Manufacturer narrative:
Calibration data is acceptable. Control data is acceptable. No issues were identified during a review of the alarm trace data. Precision check was acceptable. The malfunction is consistent with a sample quality issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received non-reproducible elecsys ft3 iii results for one patient from the cobas e 801 module. The initial result was 0.825 pg/ml and the repeat result was 2.97 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 34835900. The expiration date was requested but was not known.